Manufacturer narrative:
The account has indicated that the actual device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for evaluation.

Event description:
Medwatch report - mw5020397 - (B)(6) hospital. The maude event report indicates the following: percutaneous transluminal angioplasty to left lower extremity was being performed. The guide wire broke in the superficial femoral artery while removing. The physician attempted to retrieve the guide wire but was unsuccessful. The guide wire was secured in the vessel with stenting.